Event description:
Per the clinic, the patient experienced a skin overgrowth and suspected infection which was oozing at the abutment site. Subsequently, the patient was placed under mac anesthesia on (B)(6) 2022, and the skin around the abutment was excised. The patient was also given steroid injections during the surgery and was also prescribed with a 2 week course of oral antibiotics. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 20, 2022.

Manufacturer narrative:
Per the clinic, the issue has not resolved. The patient was placed on a 6 week course of oral and topical antibiotics (specific date not reported). This report is submitted on november 1, 2022.

Manufacturer narrative:
Correction: the previous MDR submitted on november 01, 2022 was filed inadvertently. Any further information on the antibiotics will be provided with report number 6000034-2022-04008. This report is submitted on december 16, 2022.